Event description:
During preventive maintenance (pm) service, the manufacturers field service engineer (fse) noted 24/+-12v/power failure occurrences in the device diagnostic history. There was no report of the issue by the customer prior to pm service. There was no patient involvement or harm reported. The fse was unable to duplicate the failure noted in the diagnostic history. During evaluation, the fse reported the external battery failed testing. The fse recommended the customer replace the external battery, and also replaced the power supply as a precaution to address the reported problem. The customer declined replacement of the external battery. Applicable final testing was completed per operating specifications.

Event description:
Factory analysis of the returned power supply revealed a resistor that was out of adjustment, that resulted in the reported power issue.